Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported layer of the device coming off remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the guidewire came in contact with the stent and obtained a kink that led to the outer layer of the device breaking off. The device was removed from the patient without intervention, and another guidewire was used to continue and complete the procedure with no adverse patient consequences.